Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. Medical record were provided for review. The medical record alleges that bard implantable port was implanted for chemotherapy treatment for carcinoma of unknown origin. The implant procedure was taken place by making a single wall puncher add the left internal jugular vein and the punches site was dilated with a 5 french sheath, and an insertion was made on the anterior chest wall with the point overlaying to the second rib. Subsequently and port packet was created and the port packet was further flushed with ancef, cefazolin and impregnated saline and port was placed within the packet further the port catheter was tunneled through the subcutaneous tissue above the port towards the internal jugular vein puncture site, exchange performed for a peel a away sheath and the port catheter was advanced through the cavoatrial junction other the port was attached to the catheter. Approximately 11 months later a blood culture from the port show the positive sign for rosemanas mucosa and actinomyces neuii. Days later the blood culture from the port catheter study report confirmed positive for rosemanas mucosa and actinomyces neuii, later the patient was seen in infectious disease clinic for follow up, antibiotics entered that day and the patient was translator to free oral augmentin, later yeah we patient underwent infectious disease follow up visit for bacteremia and patient completed the augmentin and developed with thrush and was treated with nystatin and unresolved. The port in place and repeatable culture are negatives so far, patient treated with cefepime and vancomycin along with minocycline lock therapy while inpatient and discharged on ciprofloxacin and ceftriaxone as outpatient to complete therapy. Approximately nine months later the blood culture from the port showed positive sign for step below caucus epidermis and further follow for the infectious disease for clabsi, the patient remains afebrile and hemodynamically stable, the patient also endorses back pain from the bed being uncomfortable and a month later the patient had infectious disease follow up visit for intra abdominal fluid collection and recurrence defocus bacteremia. Recommended patient to continue augmentin and levofloxacin however the port removal procedure was attempted besides due to the infection but the catheter was noted to be stuck. Surgical oncology was notified and presented at bedside to assist with the loosening the catheter, the removal procedure was carried out by making an insertion closer to the neck area in an attempt to release the catheter but it was failed the procedure was aborted and the plan for surgical team to take the patient to operating room for the port removal. On the next day the port removal procedure was carried out for the recurrent mediport line infection where the incision was made over the port and the port was well incorporated. By utilizing the sharp dissection the port was freed up and the port was grasped with penetrating towel clamp and easily removed. The catheter was coiled in the packet with gentle pressure the catheter did not move and further a counter insertion was made on the neck, there was a well formed catheter tract that was endothelialized. This track was further opened and utilizing a combination of blunt and sharp dissection the catheter was carefully freed up and it was a quite adherent but it was slow and constant back pressure the catheter released and was removed completely intact. Removal of the left internal jugular vein power port catheter and the tip was sent for culture and sensitivity approximately a month later the patient underwent for follow infectious disease visit port removal. The patient status overall feeling very well and does complain of some unbalanced walking and we'll be restarting the chemotherapy in the earlier. As the provided medical record shows the evidence the removal difficulty of catheter and the investigation confirms the same device malfunction. Additionally, it can be confirmed that the patient experienced bacterial infection and bacteremia. However, the relationship to the port is unknown. Furthermore, the clinical condition alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required.

Event description:
It was reported through the litigation process that approximately ten years and twenty eight days post a port placement for the treatment of carcinoma of unknown origin, the patient reportedly diagnosed with bacteremia and bacterial infection. It was further reported that the port was unable to remove after two attempts and removed successfully on third attempt. The current status of the patient is unknown.